Manufacturer narrative:
A software investigation was completed and was unable to determine probable cause without further information, however it is suspected there is a leakage current with the power cord. The suspected devices were returned to the manufacturer for analysis: medtronic investigation of returned suspect isolation transformer found all 6 outlets have 122.1 vac output. No fault found. Medtronic investigation of returned suspect main power supply cord found all voltages on the power supply were within tolerances. No fault found. Medtronic investigation of returned suspect fusion cable found flexing the power cord does not indicate any intermittent opens. Power cord functioned without failure. No fault found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 (B)(6) medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. System displayed "no input detected" intermittently during system boot-up and application boot-up. System becomes unresponsive and when it is in operation, the applications seem to load slowly. Replaced the isolation transformer and issue not resolved. Replaced the main power supply cord for the navigation system and all symptoms have been resolved. System performed as intended. No further issues have been reported. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that while performing a navigation system check-out, found that when the navigation system was booting-up, it stayed on the decompressing linus file ... Line for greater than 5 minutes. The issue occurred again while booting-up the ear, nose & throat (ent) software application. After that time, further effort to replicate the behavior were unsuccessful. There was no patient present when this issue was identified.